Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a lap chole, while removing the bag at end of case with the specimen inside, the device split and the specimen fell out. The user checked the split on bag and also reinserted the port and camera to see if any fragments of the bag were left behind. Nothing was found. No adverse events have been reported.